Manufacturer narrative:
(B)(4). The report of a system error 2240 was caused by a user error, as the hp left a clamp open on the unused supply line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) during dwell 2, while the hp was connected. The hp forgot to close the clamp on the unused supply line, which caused the hc to alarm system error 2240. The technical service representative (tsr) explained the alarm and assisted the hp with clearing the alarm. The tsr advised the hp to start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.